Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to out of range pace impedances. The impedances were less than 200 ohms. After the switch, noise was also observed. Boston scientific technical services indicated it appears there may be an insulation breach on the lead. At this time, the patient is being monitored and the products remain in service. The ra lead is a competitor's product. A lead revision is expected to occur, but has not been scheduled. No adverse patient effects were reported.